Event description:
It was reported the device was at end of service (eos) after only 2 months. There was a short circuit between contacts 0 and 1 (impedances were 3 ohms), and contacts 0 and 1 were being utilized in the device programming. The device and the adaptor were replaced. After the replacement, the impedances were normal, and the patient outcome was "ok." There was no patient injury.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins, model# 37601, serial #: (B)(4)) found no anomaly. A review of the interrogation report indicated that the ins' ''end of service'' (eos) flag was set. After the eos flag was cleared, the device passed automated test system (ats) testing. Analysis of adaptor (model #: 64002, serial #: unknown) found no anomaly. Electrical testing determined that the continuity of the conductors was complete. There were no shorts observed between the conductors. An impedance test was performed on the returned ins and extension; they were tested with two known good leads and extensions. The extension's proximal ends were connected to the adapter, while the ins and lead distal ends were placed in a 0.9% saline solution. Using a physician's programmer (8840), impedances were measured. Normal impedances were measured on all circuits and electrode pair combinations. The ins and adaptor were both determined to be functionally normal.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device and adaptor were returned for analysis. A follow up report will be sent when analysis is complete.